Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 1.4, 2.0 and 2.6. The time between testing was ten (10) minutes. Therapeutic range is 2.3 - 3.0 for the patient. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: product was returned for investigation. The complaint was not confirmed. Return and retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Root cause could not be determined from information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.